Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging inaccurate results obtained using the subject device compared to results using a onetouch ultraeasy meter (specific result information not provided). This complaint is being reported because the reported results may not meet lifescan's accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.